Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot numbers remain unknown. Further information was requested but was not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to dissection of the aortic vessel and reoperation. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On an unknown date, the patient underwent endovascular procedure using a gore® tag® thoracic endoprosthesis to treat an intramural hematoma (imh). On an unknown date, the patient was treated with a gore® tag® thoracic endoprosthesis for a possible stent graft-induced new entry (sine) in an intramural hematoma (imh) case. The patient is perfectly fine. Sine was solved with a distal device extension. Further information was requested but was not available.